Manufacturer narrative:
(B)(4). Batch #: v9592m. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the white pad of the device got detached after 5 minutes of use. The procedure has been finished with another device. No patient consequence, the white pad has been recovered from the patient's stomach.